Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 04/02/2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml gablofen at 648 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient had more medication in the reservoir than expected. It was noted the proximal catheter seemed to be over on top of the pump. No withdrawal symptoms were noted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was planned to explore the catheter and pump pocket. They planned to replace the pump and possibly the catheter. The issue was not resolved and the patient's status was "alive - no injury". No further issues were reported or anticipated.